Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the turbine was running abnormally. As a resolution, the turbne manifold assembly was replaced and a 2 yr preventive maintenance was completed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that turbine was running abnormally on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.